Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the electrocardiogram (ECG) port did not work, the ECG connector had loosened and therefore the link electronic module (lem) printed circuit board was replaced and the lem calibrated and the software was reconfigured, reloaded and updated to resolve. Analysis also noted broken latch tabs on the power cord bay door, that the media bay door would not close due to a damaged door latch and that the cooling fan was intermittently noisy. All were replaced to resolve.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer's electrocardiogram port did not work. The programmer was returned for service. No patient com plications have been reported as a result of this event.